Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Device manufacture date: the device was manufactured between 6/15/2016-6/19/2016. Results: one used sample was returned for evaluation. A visual inspection revealed the tip shield connected to the catheter adapter and successful v-clip activation, but there was a deformity to the v-clip. A review of the device history record revealed no irregularities during the manufacture of the reported lot #. A manufacturing review revealed no abnormalities with the incoming material, whole assembly process, or packaging process. Conclusion: although the visual inspection confirmed the customer's indicated defect, an absolute root cause for this incident cannot be determined. Our quality engineer notes that the damage to the v-clip may have been caused by the extrusion gripper which may have been missed by the 100% online vision inspection. (B)(4).

Event description:
It was reported after successful insertion of a bd pegasus¿ safety closed IV catheter system 24 g x 0.75 in., the safety shield failed to activate and a new device had to be used. There was no report of injury or medical intervention.